Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and after completing the reset, the error code did not appear again. The caller successfully started their sensor session without further issues.